Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history review: part: 5555-52/20. Lot: 08a17935. Manufacturing site: selzach. Supplier: ortek ag. Release to warehouse date: 26. May 2008. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigtion summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed.  This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made, the investigation will  be updated as applicable.  Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2018, the patient underwent removal of shoulder prosthesis due to an unknown cause and was revised with a new one. The initial procedure was performed on (B)(6) 2008. Implants involved were one (1) head epoca, one (1) metalback glenoid epoca and one (1) glenoid epoca. Procedure outcome and patient status are unknown. This report is for an epoca head implant. This is report 1 of 3 for (B)(4).